Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope produced a static image. The issue occurred during an unspecified procedure and there were no reports of delays or patient harm.